Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please provide the following information for each individual patient that experienced an adverse event from the use of an ethicon product. If no specific information can be provided, please let us know and we will update the file accordingly. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device was related to the patients' complications?

Event description:
It was reported in a journal article that the patient underwent a modified onlay incisional hernia repair procedure on unknown date and the mesh was implanted by incorporating into the fascial closure. Following the procedure, the patient experienced recurrence, which possibly identified at the suture line or could not be identified clinically or on CT scanning. Post-operatively, the patient possibly developed significant seroma, which responded fully to aspiration or repeated aspiration if required. Additional information has been requested.